Manufacturer narrative:
Device evaluation:analysis of the returned device identified, opening on the shell, brown and yellow particles in the shell leak test and microscopic analysis was performed which identified, striated opening on anterior and sharp pattern on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp pattern on plug strap of broken assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation and exchange". Device remains implanted.